Event description:
While trying to pass the guidewire through the percutaneous entry needle, a piece of the coating came off of the wire. The coating was retrieved via a cut-down procedure. The procedure was completed successfully and the pt condition was listed as "no harm other than the additional incision to retrieve the coating."